Event description:
Medtronic received a report that the tip of the dense mesh stent could not be opened and needed to be replaced with a new one. When removing the dense mesh stent, it could not be removed smoothly. The stent body fell on the proximal hub of the phenom 27 and could not be removed. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. Additional information was received clarifying the report that the "stent body fell" meant when the reported pipeline was going to be removed from the stent tube, the stent body of the pipeline fell on the hub near the stent tube. The cause of the failure to open, could not remove, and stent body fall was unknown. Multiple pipeline devices were not being used when movement occurred. There was some resistance during delivery or positioning. The pipeline was not implanted at the intended location. The device did not jump during delivery or positioning. The tip of the catheter did not move during deployment. The distal section of the pipeline failed to open. The pipeline had not been placed in a vessel bend when it failed to open. Additional steps taken in attempt to open the pipeline included re-pushing the stent tube to go upper and then increasing tension and deployed it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the pipeline flex device was returned for analysis, with the braid stuck inside the phenom 27 catheter hub. Both the distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The pushwire showed no bends, and there were no defects observed in the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. The pipeline flex braid¿s distal and proximal ends were open and frayed. The braid¿s middle part was fully open with no damage. No other anomalies were found. The pipeline flex braid was removed from the phenom 27 catheter hub without issues. Based on the reported information and device analysis, the customer¿s ¿failure/incomplete open at distal¿ report could not be confirmed, as the distal and proximal ends of the returned pipeline flex braid were found to be open and frayed. However, the cause of the failure to open could not be determined. Possible causes include vessel tortuosity, a damaged braid, a braid that is improperly sized for the anatomy, the braid being overstretched during delivery, and the user deploying the braid in the vessel bend. In this event, the customer stated that the vessel tortuosity was normal and that the braid was placed in a straight section, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. Therefore, a damaged braid, a braid that is improperly sized for the anatomy, or the braid being overstretched during delivery could have contributed to the failure to open complaint. The braid can be damaged due to over-manipulation, re-sheathing more than two times, deployment technique, delivery/retracting the delivery wire against resistance, or deployment/re-sheathing against resistance. However, the cause of the braid damage could not be determined. The customer's report of ¿resistance during delivery¿ was confirmed, as the pipeline flex braid was found damaged (fraying). However, the cause of the resistance could not be determined. In addition, the customer¿s report of ¿movement during deployment¿ could not be confirmed during device analysis. However, the cause could not be determined. Possible causes of resistance and movement during deployment include vessel tortuosity, lack of continuous flush with heparinized saline during delivery, high-force delivery, and over-manipulation during the delivery process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.